Manufacturer narrative:
It was further reported that the pace/sense portion of the lead had noise noted on electrograms (egms) prior to being capped. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that there was oversensing and a fracture on the right ventricular lead. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.